Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to elevated blood glucose levels (600 md/dl). Reportedly, the customer became disoriented prior to being hospitalized. Customer was treated through intravenous insulin drip and injections, and released from the hospital on (B)(6) 2015.

Manufacturer narrative:
No product was returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.